Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. One unit was received with approximately 240 ml of fluid in the bladder. Visual and microscopic inspection of the returned unit shows no evidence of particulate matter in the device. The reported condition was not confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a particle was inside of a large volume folfusor at an unspecified location. This was observed during filling of fluorouracil. There was no patient involvement. No additional information is available.